Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The mother reported that the patient had to go to the hospital due to an issue with the omnipod. No information regarding the medical event, treatment, or device was provided. Additional attempts to obtain further details were unsuccessful.